Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 336 mg/dl at the time of incident and treated with manual injection. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive while trying to check basal rates. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is not advancing even after the battery has been changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device was received intermittent button response due to corroded keypad traces. No button error alarm was noted. The device was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and cracked lcd window.